Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the bdc interacted with the moderately tortuous and moderately calcified and heavily tortuous anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed arteriovenous fistula with moderate calcification and heavy tortuosity. The 6x100mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. The balloon was attempted to be inflated to 5 atmospheres (atm); however, the balloon did not inflate and a ruptured was suspected. Therefore, the bdc was removed from the patient. Another same size device was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.